Event description:
The lay user/pt contacted lifescan in 2008, and alleged that her one touch ultra2 meter was displaying the apply sample message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the event day at 6:00 am and at 1:15 (unknown if am/pm). She also mentioned that after the alleged issue began, she experienced high symptoms (she did not provide any specific high symptom). She tested on her backup meter (accucheck) and reportedly obtained a result of 179 mg/dl. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The patient's technique for sample application was reviewed to be correct and the test trip was drawing the sample into the test area. However, troubleshooting could not be completed/resolved since th pt did not have a new vial of test strips for a retest. This complaint is being reported because the pt alleged that she experienced a high blood glucose symptom (although no specific symptom provided) after the reported issue began. It is also unknown as to when she tested on the backup meter in regards to when the symptom was experienced. She did not have a new vial of test strips to complete the troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.